Manufacturer narrative:
An investigation was conducted: it was reported by the user that during a localizer procedure on (B)(6) 2025, the user experienced issues with the device "going off constantly" even when it is not near a clip. Additionally, the user reported that clip migration issues have been experienced. Investigation methods and findings: the device was not returned for this complaint, and only limited patient-related information was provided. Therefore, a full investigation could not be conducted. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Cause/root cause: root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the reported issues have been confirmed. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow up report will follow with the information from the DHR.

Event description:
It was reported by the user that during a localizer procedure on (B)(6) 2025, the user experienced issues with the device "going off constantly" even when it is not near a clip. Additionally, the user reported that clip migration issues have been experienced. Malfunction MDR submitted due to reports of clip migration. The user reports four impacted devices; therefore, a separate MDR will be submitted for each device. No patient/user injury has been reported. No further information is currently available.